Event description:
It was reported via repair work order that the bed had reduced brake force due to worn casters, damaged brake rings, and worn scorpion/gill brake plates. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Worn casters replaced and brake rings on order.

Manufacturer narrative:
Follow-up submitted as further investigation determined worn scorpion/gill brake plates also contributed to the bed having reduced brake force.

Event description:
It was reported via repair work order that the bed had reduced brake force due to worn casters and brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.